Event description:
A transfemoral tavr (transcatheter aortic valve replacement) case took place in a patient with an abdominal aortic aneurysm with endograft. The team placed a 14f esheath+ but it was not long enough to exit the graft, without resistance. The team immediately exchanged to a longer 24fr 65cm gore dryseal sheath. The valve was mounted directly on the delivery system and was deployed in the patient's annulus successfully. During the evening after the tavr procedure the patient became hypotensive and a CT scan showed ''micro tears of the aaa (abdominal aortic aneurysm) endograft''. The patient bled into their aaa and expired on the floor. The physician stated he never felt abnormal or uncomfortable resistance while advancing any of the devices during the case. The physician's ''best guess'' was that microtears may have occurred from straightening of an old endograft, but they are not confident when it occurred. Additional information and records have been requested. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).